Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/18/2014 with the followingfindings: unexplained power on resets were observed on (B)(4) 2014. Moisture corrosion was observed in the battery canister. The battery compartment is cracked from threads down to the sealing. The pump failed a leak test due a battery compartment leak. No battery cap was returned, test cap was able to fit and to maintain electrical connection. The cover was removed, no further moisture was found to the pcb. No intermittent condition was found to the power circuit.